Manufacturer narrative:
Due to the lack of material for evaluation, no further investigation can be performed. Even though a root cause could not be determined, scar 2019000001 was initiated to investigate this issue. We will continue to track and trend all related issues.

Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation. Even though a root cause could not be determined, (B)(4) was initiated to investigate this issue.

Event description:
It was reported to vyaire that the patient's face had blisters and skin issues associated with the head positioner. The customer confirmed that there was no serious harm associated with the reported issue.